Manufacturer narrative:
Product analysis: as found condition: two echelon-10 micro catheters were returned for analysis within a shipping box, within a resealable plastic pouch and within individual resealable plastic pouches. Visual inspection/damage location details: (pli-20) no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~96.5cm from the proximal end (figure f). The distal tip and distal marker band were found separated/broken from the remaining catheter (figure g). The distal micro catheter showed no evidence of steam shaping. Testing/analysis: (pli-20) the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.6cm and the usable length (to the proximal marker band) was measured to be ~145.3cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿poor device visualization¿ was confirmed. The cause of the poor visualization was due to the distal tip and distal marker band break. The edge of the breaks exhibits jagged edges and stretching, indicative of a tensile overload. It is possible the tips break due to advancing/retracting against resistance. In addition, the micro catheter tip could break if the tip protector was not squeezed when the tip was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtonic received information that an echelon-10 catheter distal marker could not be seen under fluoroscopy. The patient planned to perform stent-assisted coil embolization and selected the echelon microcatheter. The catheter was pushed to go upper to the right position with a guide wire. However, no distal marker was found under fluoroscopy. After that, it was replaced with an echelon, but the same situation occurred. Then replaced it with another brand of product to complete the surgery. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as indicated in the IFU. The patient was being treated for an aneurysm. Vessel tortuosity was normal. The access vessel was the femoral artery. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the marker band was missing. The cause was not determined.